Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Olympus europa se & co. Kg (oekg) requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and oekg could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel, and the auxiliary channel of the device. The testing result cleared the (B)(6) guideline. In addition, olympus (B)(4) confirmed the followings in the evaluation of the subject device. The lg/ccd cover glasses glue was porous. The glue of the bending section rubber was porous. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction and instrument channel of the subject device tested positive for escherichia coli (>100 cfu) on (B)(6) 2021. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.